Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; explant date (B)(6) 2026. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In preparation for a transcatheter aortic valve implant procedure, it was decided to use a non-medtronic long introducer sheath due to severe aortic tortuosity and calcification in the bow of the aorta. The procedure was initiated by completing a pre-implant balloon aortic valvuloplasty (bav). During the pre-implant bav, the patient was reported to be highly active. The non-medtronic introducer sheath was then placed so that it reached the patient's ascending aorta. The delivery catheter system (dcs) was then inserted into the patient and the valve was implanted. After implantation of the valve, final contrast scans revealed an ascending aortic dissection. Subsequently, the procedure was transitioned to an emergency thoracotomy. Ascending aorta replacement then took place as well as bioprosthetic aortic valve replacement. Per the physician, the exact cause of the dissection is unknown, but it may have occurred when the patient was highly active during the pre-implant bav.